Manufacturer narrative:
The customer is not returning the intermittent aruba controller. This system is (B)(4) and non-repairable by welch allyn. The customer is replacing with a equivalent non-welch allyn device. The aruba controller is an off the shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure.

Event description:
The customer reported that they are not getting wireless coverage and cannot connect monitors. Walked customer through pinging all connected network equipment - all passed. The access points came back online while tech support was troubleshooting the system and the monitors connected. The inability to connect in this instance was coincident with numerous dropouts, resulting in a temporary loss of centralized monitoring; bedside monitoring was unaffected. There was no report of any patient harm as a result of the reported events.